Event description:
A malfunction alarm was reported for the pump during insulin delivery. There was no adverse impact on the customer's blood glucose level. The customer attempted to load a new cartridge but faced recurring alarms, leading technical support to decide on replacing the pump. The pump was confirmed to be under warranty, and the customer planned to use multiple daily injections as backup therapy. Technical support provided instructions for putting the pump into storage mode and arranged for the pump's return within ten days using a prepaid label.